Event description:
It was reported that a large volume infusor had particles floating inside the balloon. The device was filled with flucloxacillin. This malfunction occurred before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2014 ¿ june 9, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a white particle measuring approximately 1.73 mm in size was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.